Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. It should be noted that during the course of troubleshooting, it was identified that the customer applied the sensor to an unapproved site. The customer experienced symptoms described as pain and swelling at the insertion site. The customer had contact with a healthcare professional who prescribed the customer doliprane for the pain, disinfecting lotion, and drained the pus for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.